Event description:
The field service engineer reported that during preventive maintenance, the ventilator alarmed with backup alarm failed error. The field service engineer reported there was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned cpu board shows that the cold solders on 270k ohms +/-5% resistor leads in the ls1 buzzer generated the backup alarm failed error code.